Manufacturer narrative:
Original test data reviewed and was determined to be consistent with reported result. Review of date/time of sample receipt and sample result is consistent with lab performance and does not reflect what the distributors system is reporting for time to result. No additional analysis or investigation needed based on distributor action. Recent literature has demonstrated that saliva based testing methods are more accurate and more sensitive than the nasal swab. Reference: omer sb, simonov m, warren jl, et al. Saliva or nasopharyngeal swab specimens for detection of sars-cov-2. The new england journal of medicine. 2020;383(13):1283-1286. Doi:10.1056/nejmc2016359.

Event description:
Patient is a frequent tester and received a positive result on (B)(6). She voiced concerns about the rapid result that was given at 8:21pm after the initial email she received at 4:33pm. They also took a swab test on (B)(6) and antigen test on (B)(6)-results were negative. This is historic complaint. Submission initially submitted via e-mail in absence of emdr reporting not setup.